Event description:
Balloon was introduced via antegrade stick into patients posterior tibial vessel. Physician then wanted to move sleek 2.0mmx220mm l=155cm balloon a few cm's prior to inflation. When he pulled balloon, the balloon separated from the hypotube and remained in the patient. Balloon was successfully snared with a gooseneck snare. Patient is fine.

Manufacturer narrative:
The complaint report stated the 2.0/220mm sleek pta balloon was introduced via an antegrade stick into the patient's posterior tibial vessel. The physician wanted to move the balloon a few centimeters prior to inflation. When he pulled it, "the balloon separated from the hypotube and remained in the patient. Balloon was successfully snared with a gooseneck snare. Patient is fine." The product was returned to the manufacturer (clearstream technologies) for examination by a product development engineer and a qa engineer. The results of the investigation were as follows: the hypotube was broken approximately 30-40mm from the body bond. A portion of the body bond material was removed by the qa engineer and the break was evident approximately 2mm into the skive. The shaft, from the break point to the end of the skive, was kinked between 1.5 and 2cm. The kinks had broken the skive and there was no pushability in that area of the catheter. There was no damage evident to either the distal tip or the distal bond, which would indicate that there was no difficulty in crossing the lesion. There was a severe kink in the inner approximately 3.5cm from the proximal fuse and the inner and the balloon; 15mm from the proximal fuse was also kinked and twisted. From the investigation findings, the most probable root cause of damage such as described above would be the use of a catheter without the guidewire being in place or the guidewire being in the incorrect position during use. No actions will be taken at this time. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.